Event description:
Abbott diabetes care received a user report from health canada which reported the following information: a healthcare provider reported that on (B)(6) 2109, a 16 year old patient/customer was brought to the emergency room. Upon arrival at the ER, the hcp performed an adc freestyle libre sensor scan and received a result of 7 mmol/l (126 mg/dl) which was compared to an unspecified hospital device result of 77 mmol/l (1,400 mg/dl). The report noted the parents of the patient had previously performed a sensor scan (¿hours before¿ the ER visit) and received a reading of 11 mmol/l (198 mg/dl) so they did not check for ketones or assess for dka (diabetic ketoacidosis). The patient/customer¿s serum ph was determined to be 6.8. The patient/customer was diagnosed with dka and admitted to the ICU (intensive care unit). The specific treatment rendered is unknown. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the fs libre sensors, and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for fs libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and fs libre sensors, there were no confirmed complaints within the trend data in this review. Therefore, no further tracking and trending review required. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report from health (B)(4) which reported the following information: a healthcare provider reported that on (B)(6) 2109 a (B)(6) year old patient/customer was brought to the emergency room. Upon arrival at the ER, the hcp performed an adc freestyle libre sensor scan and received a result of 7 mmol/l (126 mg/dl) which was compared to an unspecified hospital device result of 77 mmol/l (1,400 mg/dl). The report noted the parents of the patient had previously performed a sensor scan (¿hours before¿ the ER visit) and received a reading of 11 mmol/l (198 mg/dl) so they did not check for ketones or assess for dka (diabetic ketoacidosis). The patient/customer¿s serum ph was determined to be 6.8. The patient/customer was diagnosed with dka and admitted to the ICU (intensive care unit). The specific treatment rendered is unknown. There was no report of death or permanent injury associated with this event.